Event description:
The customer alleges that the comfort flo column filled with water and the top portion of the column, with the attached ports, popped off. The set-up was removed and a new kit was placed without issues. No patient injury or consequence.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in the complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If device sample becomes available at a later date, this complaint will be re-opened. Is complaint on the product and its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the information provided. An attempt to duplicate the failure mode was made, but at the time there was no inventory of the involved product code available at the facility nor is it being manufactured at the time. If the device sample becomes available this investigation will be re-opened.